Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the atrial lead was not capturing. The patient was noted to be experiencing atrial fibrillation (af). The lead was not implanted. No patient complications have been reported as a result of this event.